Event description:
During patient set-up, the accessory mount was installed by the therapist with the gantry angle at 90 degrees (iec) and the collimator angle at 90 degrees. The therapist states that the accessory mount was properly latched and the green led indicator on the interface mount was on, indicating proper connection. The gantry was rotated counter-clockwise towards zero (0) degrees when, at approximately 45 degrees, the accessory mount fell from the machine. The therapist was hit in the arm by the falling accessory mount and reported a slight bruise, but no serious injury occurred.

Manufacturer narrative:
The accessory mount was examined by a varian service representative on-site, but no malfunction or defect was detected. The accessory mount and the interface mount are being returned to the manufacturer for additional investigation. A supplemental MDR will be sent when the investigation is complete.